Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between use of the cycler set and the peritonitis event. Additionally, there is no allegation or evidence of a device malfunction or deficiency reported for this event. Although the culture was negative for growth, the reported cause of the peritonitis was due to a lack of aseptic technique by the patient. The patient did not follow proper hand washing instructions while connecting to the liberty select cycler resulting in contamination of the connection. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization.

Event description:
On (B)(6) 2022 it was reported that this peritoneal dialysis (pd) patient was in the hospital for a week due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pd clinic on sunday, (B)(6) 2022 with reports of cloudy pd effluent. The patient was instructed to utilize the emergency antibiotic kit; however, there was no sterile water in the kit. Therefore, the patient went to the emergency room (ER). In the emergency room, a pd effluent culture was obtained. The patient¿s white blood cell (wbc) count was elevated (unknown value) and she was subsequently diagnosed with peritonitis. The patient was admitted to the hospital and initiated on intraperitoneal (ip) antibiotics with vancomycin and cefepime (dose and frequency unknown). The cultures resulted negative for growth. The patient was discharged to home on (B)(6) 2022 and continues with the antibiotic therapy with a completion date of (B)(6) 2022. The patient had repeat cultures obtained by the pd clinic upon discharge from the hospital. The cultures have been negative for growth to date. The cause of the peritonitis was determined to be a breach in aseptic technique by the patient. The patient was new to pd therapy and utilizing the liberty select cycler. The patient panicked when trying to reconnect to the cycler during treatment and forgot to wash her hands prior to connecting. The pdrn has since conducted a home visit to re-educate the patient and her spouse on the use of the cycler and proper aseptic technique. No further information was provided.

Event description:
On (B)(6) 2022 it was reported that this peritoneal dialysis (pd) patient was in the hospital for a week due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pd clinic on sunday, (B)(6) 2022 with reports of cloudy pd effluent. The patient was instructed to utilize the emergency antibiotic kit; however, there was no sterile water in the kit. Therefore, the patient went to the emergency room (ER). In the ER, a pd effluent culture was obtained. The patient¿s white blood cell (wbc) count was elevated (unknown value) and she was subsequently diagnosed with peritonitis. The patient was admitted to the hospital and initiated on intraperitoneal (ip) antibiotics with vancomycin and cefepime (dose and frequency unknown). The cultures resulted negative for growth. The patient was discharged to home on (B)(6) 2022 and continues with the antibiotic therapy with a completion date of (B)(6) 2022. The patient had repeat cultures obtained by the pd clinic upon discharge from the hospital. The cultures have been negative for growth to date. The cause of the peritonitis was determined to be a breach in aseptic technique by the patient. The patient was new to pd therapy and utilizing the liberty select cycler. The patient panicked when trying to reconnect to the cycler during treatment and forgot to wash her hands prior to connecting. The pdrn has since conducted a home visit to re-educate the patient and her spouse on the use of the cycler and proper aseptic technique. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Manufacturer narrative:
Correction provided in h10. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed.

Event description:
On (B)(6) 2022 it was reported that this peritoneal dialysis (pd) patient was in the hospital for a week due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the pd clinic on sunday, (B)(6) 2022 with reports of cloudy pd effluent. The patient was instructed to utilize the emergency antibiotic kit; however, there was no sterile water in the kit. Therefore, the patient went to the emergency room (ER). In the ER, a pd effluent culture was obtained. The patient¿s white blood cell (wbc) count was elevated (unknown value) and she was subsequently diagnosed with peritonitis. The patient was admitted to the hospital and initiated on intraperitoneal (ip) antibiotics with vancomycin and cefepime (dose and frequency unknown). The cultures resulted negative for growth. The patient was discharged to home on (B)(6) 2022 and continues with the antibiotic therapy with a completion date of (B)(6) 2022. The patient had repeat cultures obtained by the pd clinic upon discharge from the hospital. The cultures have been negative for growth to date. The cause of the peritonitis was determined to be a breach in aseptic technique by the patient. The patient was new to pd therapy and utilizing the liberty select cycler. The patient panicked when trying to reconnect to the cycler during treatment and forgot to wash her hands prior to connecting. The pdrn has since conducted a home visit to re-educate the patient and her spouse on the use of the cycler and proper aseptic technique. No further information was provided.